Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after unrelated radiation treatment, the pulse generator could not be interrogated by the transmitter. Several inductive placements were attempted without success. No additional information was reported.

Event description:
New information noted that the patient presented in clinic. The device could be interrogated with both the programmer and the transmitter without issue. The patient was stable before, during and after.